Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, a battery compartment crack was observed. Moisture corrosion was observed inside the battery compartment. The returned battery cap was able to secure properly to the pump; a power loss was not observed. The battery cap contact height and width measurements were within required specification. The pump was exercised for 24 hours with no power interruptions using a test battery cap. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).